Manufacturer narrative:
Investigation: one photo of a 3ml syringe in a fully sealed blister pack was received and evaluated. It was observed the syringe was missing scale markings above the 2ml line and was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process and with failure to contain defect. DHR was performed and missing print was found during the manufacture of the batch and adjustments were made to address the issue. Actions were taken to contain the defect, including full clearing of the manufacturing line and requalification of packaged product per applicable aql. It is possible that small amount of product escaped detection.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced light scale markings which were noted prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: 9130794. Per customer email: today it was brought to my attention that our 3ml syringe part# 309657, lot# 9130794 is defective. The measurement scale printed on the syringe is incomplete.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll 200 s/c experienced light scale markings which were noted prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: 9130794. Per customer email: today it was brought to my attention that our 3ml syringe part# 309657, lot# 9130794 is defective. The measurement scale printed on the syringe is incomplete.